Manufacturer narrative:
Event date: this event occurred during an unspecified date of 2021. The device was not returned for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an as50 syringe infusion pump alarmed l000028 (battery/power issue). This was identified during set up/preparation. There was no patient involvement. No additional information is available.